Event description:
It was reported that the lead exhibited a rise in impedance, and an alert triggered for high impedance. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alert for rv.pace lead z= 2016 ohms on (B)(6) 2011 03:00:03. Weekly pace measurement log data shows a gradual increase for min and max v.pace= 520 to 3328 ohms peak (B)(6) 2011.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.